Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate. During troubleshooting with tandem technical support (cts), the customer attempted to load the same cartridge, but a message requesting a minimum of 50 units appeared during the load process. Cts had customer load a new cartridge and the customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level.